Event description:
It was reported to philips that ippc failure, intermittent startup issues. This is connected to loss of image related to an allura xper fd10. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r#: 3003768277-12/28/2023-010-c.